Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: our quality team received one photo of the impacted product. Through visual inspection, the stopper is observed to be separated from the plunger. There is no other visible damage or defect observed that could indicate why the separation occurred. A device history review was performed for the reported lot 2301101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot to evaluate the plunger movement. Testing results were reviewed for lot 2301101and all results were found to be within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were found. Based on the available information we are not able to determine a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer narrative.

Event description:
It was reported while using bd plastipak¿ syringes the stopper separated. There was no report of patient impact. The following information was provided by the initial reporter: in 50 cc plastipak syringe stoppers stuck inside the barrel end and plunger comes out, its happened during drug fill in the syringe.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the stopper separated. There was no report of patient impact. The following information was provided by the initial reporter: in 50 cc plastipak syringe stoppers stuck inside the barrel end and plunger comes out, its happened during drug fill in the syringe.